Manufacturer narrative:
An event regarding altr involving a lfit v40 cocr head that was mated with accolade stem. The event was not confirmed. Conclusions: the subject device has been identified to be within scope of a CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of the CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. Although the lot was not provided, the lots associated with the reported device description, date of implant and failure mode have been determined to be subject to the recall.

Event description:
It was reported through a study performed by the university of pittsburgh school of medicine that a patient with a bmi of 41.5 was revised for disassociation of their femoral stem and femoral head 7.8 years post implant. Altr was also noted. The patient had a cobalt level of 7.0 and chromium level of 4.1. The patient was revised to a modular stem and biolox head. The poly was also replaced.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a study performed by the university of (B)(6) school of (B)(6) that a patient with a bmi of 41.5 was revised for disassociation of their femoral stem and femoral head 7.8 years post implant. Altr was also noted. The patient had a cobalt level of 7.0 and chromium level of 4.1. The patient was revised to a modular stem and biolox head. The poly was also replaced.